Event description:
The account alleges the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The technician checked the bed and found that it functions as designed, no repair needed.